Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an in-patient visit. Interrogation revealed that a ventricular tachycardia was incorrectly interpreted as a supra-ventricular tachycardia due to oversensing of far-r waves. Programming changes were made. The patient was stable.